Event description:
It was reported that an ilet user experienced persistent hyperglycemia after an infusion site irritation and a subsequent site change, with blood glucose (bg) values remaining elevated despite corrections and increasing again after unannounced carbohydrate intake. The event involved user interaction with the ilet user interface and was associated with a usage issue of missed meal announcement. Symptoms included hyperglycemia with headache and lethargy. Sensor readings reached 304 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically failure to follow instructions for meal announcements, associated with user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.